Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has returned for evaluation. Investigation is not complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is being filed due to atypical clip movement in the left atrium. Atypical clip movement has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3. Reportedly, the patient had a large posterior leaflet prolapse. The first mitraclip was successfully implanted. A second clip delivery system(cds 50319u107) was inserted into the steerable guide catheter (sgc) and positioned in the left atrium. The clip was attempted to steer down into the mitral valve. The m knob was applied, however, upon m knob application, the clip unexpectedly moved towards the atrial roof and not down towards the mitral valve. Several ineffective troubleshooting attempts were performed. The cds was, therefore, removed and another mitraclip was implanted reducing the mr to grade 1. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. Potential causes for sleeve steering issues/difficulty positioning the clip delivery system (cds) were considered, including manufacturing, patient morphology/pathology and user technique. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported for sleeve steering issues (difficulty positioning the device) from this lot. Functional testing confirmed that the steerable sleeve functioned as intended with no sleeve steering issues observed. The investigation was unable to determine a definitive cause for this incident. In this case, although the analysis was unable to confirm any sleeve steering issues, the discrepancy between what was reported (moved in the wrong direction) and what was observed (sleeve properly curved in all directions) was likely due to varying amounts of tension felt by the device during the procedure versus the returned product analysis. More tension on the device (due to patient anatomy or unintended device curves may result in the reported difficulty positioning. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.